Event description:
The report stated that the generator will go through its self test ok and then stay green, which indicates a properly applied pad is attached, without a pad plugged in. The rem does not alarm.

Manufacturer narrative:
Date of initial report: 01/08/2009. The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.